Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: one opened sample of product code vcp433h was returned to ethicon inc for analysis. Upon initial inspection of the sample, a detached needle, a suture, and a labeled wing former were received. After investigation of the sample, short insertion was observed in the end of the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m.

Event description:
It was reported that a patient underwent subcutaneous suturing on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another like device to complete the surgery.